Event description:
A customer reported to baxter corporate product surveillance a locking titanium adaptor in which the packaging was opened. According to the report, the seal was found to already be opened when the case of product was opened. The alleged defect was observed before use. Therefore there were no reports of patient injury, adverse events, or medial intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing records for the batch were reviewed and no issues relating to the complaint were noted. The reported condition was confirmed based on evaluation of the sample received. The sample was visually inspected and it appears as if the pouch had been peeled open. There was evidence that all seals were present at the time of shipment from the manufacturing facility. No root cause was determined.